Event description:
It was reported some of the patient¿s contact pairs showed greater than 4,000 ohms and less than 15 ¿a. The battery indicated ok, but did not provide a longevity timeframe. The stimulator was going to be replaced and the lead revised.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, lot# unknown, product type lead. Product ID neu_unknown_lead, product type lead. (B)(4).